Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological. This occurred on 6 occasions before use. The following information was provided by the initial reporter: ¿fm in gel x2, fm in tube x4.¿